Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was bleeding at the access site. A left atrial appendage procedure was performed and a watchman flx laa closure device was implanted. Post procedure the patient had complications and was bleeding at the access site.